Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator system was explanted due to infection. Patient was discharged home in good condition.